Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H6 component code: appropriate term/code not available: suggested code : mechanical driver.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the customer reported that experienced intermittent driver errors during the procedure. During last procedure the needle had already been placed into the breast. It made and odd sound and the procedure had to be rescheduled. A field engineer examined the equipment and found debris in the driver gears. Driver was cleaned and met the manufacturer's specifications.

Manufacturer narrative:
It was reported on february 24th, 2025, that brevera system (B)(6) and brevera driver (B)(6) began experiencing errors and making noises during setup. This has been happening intermittently, and the site has been able to clear the errors by rebooting in most cases. They also hear clicking noises coming from the driver. During the procedure, the needle took several seconds to arm. One procedure had to be rescheduled. Patient impact was reported as one patient had to be rescheduled for a second incision. The dispatched field service engineer (fse) noted that there was debris in the driver¿s gears. They cleaned the debris out of the gears and checked the pinch valve assembly and found no issues. They installed software for remote activities and returned the driver to the customer after verifying proper performance per manufacturing specifications. Neither the brevera system nor the brevera driver used in this complaint were returned for investigation. The brevera driver was 1,258 days old at the time of the complaint. Further investigation could not be performed as parts were not returned. Since no parts were returned, a definitive root cause could not be determined. After reviewing the complaint details and fse observations, the most likely root cause for the issues seen was the debris in the gears of the driver causing a grinding noise and intermittent errors during startup. Conclusion: as no part was returned for investigation, no root cause was able to be determined. As a result, the issues described in the complaint were unable to be replicated. Based on the details of the complaint and observations by the fse, the probable root cause was debris in the driver gears causing the driver to lock up and not take cores properly, leading to the intermittent errors seen, as well as the grinding noises heard. Complaint confirmed: no. Device history record (DHR) review: driver serial number: (B)(6), driver sku: rm-brevdrv, system serial number: (B)(6), driver manufacture date: 9/16/2021, driver installation date: on (B)(6) 2024, UDI: (B)(4). Driver DHR review was performed. The device history record for the serial number involved was reviewed and was found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspections.